Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation (afib). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, upon crossing the wire into the left ventricle (lv), the patient was developed with a heart block, and the valve was able to be implanted successfully. Post-implant, the patient was also observed to be in bradycardia; a temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve this event. The implanter classified this event as being related to the patient¿s past medical history. The patient was reported to be discharged.

Manufacturer narrative:
It was reported that during the procedure the patient developed a heart block and post implant the patient observed to be in bradycardia. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the exact cause of reported patient effects heart block and bradycardia could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances as temporary pacemaker was implanted to stabilize the cardiac rhythm, and a permanent pacemaker was implanted for heart block on the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation (afib). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, upon crossing the wire into the left ventricle (lv), the patient was developed with a heart block, and the valve was able to be implanted successfully. Post-implant, the patient was also observed to be in bradycardia; a temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve this event. The implanter classified this event as being related to the patient¿s past medical history. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.